Manufacturer narrative:
The device was returned to olympus for inspection and the alleged reportable malfunctions were confirmed. Additionally, during the device evaluation a different reportable malfunction occurred- e216 scope communication error. Based on the results of the investigation, the events are attributed to component degradation, but the investigation did specifically identify the e216 error was attributed to corrosion of the video plug. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a b30 error and was not displaying an image during setup/inspection prior to clinical use. There was no patient involvement.